Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that the emergency medical services took them for hospitalization. The customer's blood glucose was 40 mg/dl at the time of hospitalization. The customer stated that they had a seizure. The customer stated that the blood glucose was brought up during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the act button was hard to press and was experiencing high blood glucose at the time. The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the act button. The j2 lcd connector was inspected and no anomaly was noted. No blank display noted during our testing. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clips lot. The insulin pump passed the displacement accuracy test.